Event description:
It was reported the pt had mild mitral regurgitation after surgery that progressed and surgery was required. There was a fissure between a2 and p2. The leaflet was extracted and the ring was removed and replaced with a tissue valve from another manufacturer. Additional information has been requested.